Event description:
Reporter noted new I/a tip introduced in eye for cataract aspiration; immediate rent in posterior capsule. Vitrectomy required. Outcome reported as excellent. Felt there was a burr on the tip.